Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. In addition, cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. The safety was observed to be broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during colon procedure,the surgeon fired the device as per instruction however during firing and squeezing of the handle the normal ¿crunch¿ was not heard. But instead he heard a ¿cracking¿ sound, which leads to a poor staple formation. To fix the staple line it was over sewed. Patient is alive with no injury.